Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continues moving forward after the reservoir makes contact and insulin squirts out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube and lip, missing end cap sticker, and scratched display window.